Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the one-photo sample noted that the catheter balloon was inflated asymmetrical balloon. Due to the poor condition of the photo sample the reported sample could not be evaluated therefore this investigation is considered inconclusive. The balloon concentricity was observed to be 80:20 as compared to attachment 1 of tm0300903 (rev 3). Asymmetrical balloon. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. This preconnected closed system foley tray contains: lubri-sil all silicone foley catheter statlock foley stabilization device control fit outlet device 350 ml urine meter drainage tube collection bag (2500 ml) 3 foam swabs povidone- iodine packet peri- care kit soap towelettes hand sanitizer UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloons have not deflated when attempted to remove from patient on two occasions. Upon further testing by the account, they were also concerned that the balloons were not inflating symmetrically. Foley had to be removed by a physician, with the port arm being severed. Per customer via email on 06mar2025, it was reported that they tested another catheter from same lot, and it had same issue. No injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloons have not deflated when attempted to remove from patient on two occasions. Upon further testing by the account, they were also concerned that the balloons were not inflating symmetrically. Foley had to be removed by a physician, with the port arm being severed.